Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: on august 2018, it was indicated that there had been an irregular shadow by physical examination. It was found that there had been a tubercle on right s6 by CT, and the patient visited a department of respiratory disease. Then the patient visited respiratory surgery for having an operation. On (B)(6) 2018, a thoracoscopic right lower lobectomy was performed. The patient was taken to gicu after the procedure. The patient had bleeding of over 600ml 1hours after entry the gicu and it was confirmed blood pressure level was down, so reoperation was performed with general anesthesia (differential lung ventilation) at pm in the same day. The patient had bleeding of over 2000ml in total from intercostal artery. Bleeding was stopped by the hemostatic material and the electric knife. Blood transfusion was performed. The surgical wound which was opened in the primal operation was used in the reoperation. And the incision site was extended slightly. The hospitalization was not prolonged, and additional treatment is not planned. The gst60g and pcee60a was used for dissection of the bronchus of right lower lobe in the initial procedure. The surgeon commented that there was a possibility that the cut line of the bronchus damaged the intercostal artery during expansion of the lung. The surgeon commented that the staple seemed to be formed properly but the intervals between staple lines was narrower than usual because of the tension of the tissue when firing. The staple line of the device was covered with the hemostatic material to prevent touching other tissue. Dr. Commented that the cause of the bleeding was not clear. On possible cause was the staple line contacted the intercostal artery after the initial procedure, or another possible cause was the device damaged this artery when firing. But because the bleeding was not occurred during the initial procedure, dr. Thought the second cause had a low probability. The patient¿s medical history is operation of ileus, appendectomy and ureterolithiasis. The patient has smoking habit of 20 cigarettes par day for 35 years (since 20 to 55 years old) and has no allergic tendency. Additional information requested and received: does the surgeon believe there was an alleged deficiency with the ethicon stapler or cartridge? No. The staples formed properly. But the surgeon thought the artery was damaged by the staple line because the lung expanded. What were the indications for surgery? No information. Was the vertebral or intercostal artery the source of the bleeding? Yes. Bleeding from the intercostal artery was observed. Please explain how the surgeon believes the artery was damaged. Dr. Commented that the cause of the bleeding was not clear. On possible cause was the staple line contacted the intercostal artery after the initial procedure, or another possible cause was the device damaged this artery when firing. But the second cause has a low probability, because the bleeding was not occurred during the initial procedure. Please further explain what is meant that the staples seemed to gather. The interval of each of three staple lines were narrower than usual because of the tension of the tissue. Was there any difficulty was the use of device during initial procedure? No. What is the current patient status? The hospitalization did not prolong, and the patient has been discharged already. "

Event description:
It was reported that an hour after a thoracoscopic lobectomy, bleeding occurred from the vertebral artery. A re-operation was performed thoracoscopically. An electric knife was used to stop the bleeding. It was found that the staples on a staple line next to the knife slot injured the vertebral artery. The device in question was used on the bronchial tube during the first procedure. The surgeon commented that the deployed stapes seemed to gather. There was a possibility that extra force was applied to the target tissue when the device was used. Four units of the blood transfusion were required. The cartridge color was green. The patient is a male, and his initials were unknown. He was discharged.